Manufacturer narrative:
Investigation conclusion: a technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 (cartridge sn: (B)(4), lot number: 26546b, reader sn: (B)(4). Three repeat cue tests performed on (B)(6) 2022 provided negative results. Although requested, customer was unresponsive and no further information was provided.